Event description:
On (B)(6) 2016 a patient (pt) reported to the affiliate in (B)(6) that he/she "had to change over to acuvue oasys and was advised I could sleep in them. The pt reported that he/she "got an eye infection that lasted a month and left me with a haze in my eye." The pt reported that "there is not enough information available to notify people of the dangers of sleeping in your contact lenses, my doctor told me never to sleep in them after having treatment for my eye infection." The pt reported that he/she wears glasses 90% of the time now. On (B)(6) 2016 the pt replied to the affiliate via e-mail and the additional information was obtained as follows: the pt reported that he/she was diagnosed with "keratitis (I think) which left a haze on my cornea." The pt reported that the os eye was affected. The pt reported that he/she was given a prescription for "chloramphenicol 1% w/w eye ointment initially by a&e department as emergency department was closed, then prescribed chloramphenicol eye drops, then exocin (oxafloxacin) 0.3 w/v eye drops and artificial tears." The pt reported that the event date was (B)(6) 2015 and the date discharged was reported as (B)(6) 2015. The pt reported that he/she was initially seen at an emergency department and was then transferred to cornea specialist. The pt also reported, "sorry unsure which lot number were affected. I have the following lots still: l002nx6 and l002m5d." It is unknown if the pt wore the reported lot number(s) at the time of the event. The pt reported that the suspect product was discarded and is not available for return for evaluation. The pt also reported in a second e-mail to the affiliate on (B)(6) 2016 that he/she "saw numerous doctors and there were various things mentioned, suspected keratitis, then infection and ulcer to be honest I was in that much pain that was all I could think about!" The pts medical records have been requested for additional information, but they have not yet been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002m5d was produced under normal conditions. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002nx6 was produced under normal conditions. If additional information is received, it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.